Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the focus motor had been loose on the microscope for several weeks.

Manufacturer narrative:
The system was examined and the reported event was confirmed. There was a gap between the yoke and the focus motor. The bolts of the focus motor were tightened and the issue was resolved. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 7, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to loose screws. How or when the screws became loose is unable to be determined to conclusively. The manufacturer internal reference number is: (B)(4).